Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported via the FDA medsun report # (B)(4). An adult male underwent the surgical procedure "intramedullary rodding of right femur fracture". During the procedure, a fragment of the drill bit (stryker gamma system k wire) broke off and became imbedded in the patient's bone. The procedure was completed without further complications. The x-ray was subsequently taken confirming the device fragment was retained.

Manufacturer narrative:
Evaluation revealed the k-wire gamma ø3,2x450 mm to be the primary product. No further associated products are reported. Deviations in the device history records were not found and the k-wire gamma ø3,2x450 mm returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The threaded tip of the received k-wire is broken off; it broke approx. After the last winding. The breakage surface of the broken thread indicates that the k-wire tip broke in a brittle fracture due to bending and/or torsion overload (i.e. Hitting the nail surface). Furthermore, x-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail. X-rays were requested but not provided due to patient privacy. The broken off tip was not returned; according to product inquiry it ¿broke off and became imbedded in the patient's bone¿. A previous case was evaluated by a medical expert. According to him the material of the k-wire is non-critical to the patient and shall remain until the bone is healed. A removal shall only be done in case no significant collateral damage will occur. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. With regard to the available information and due to above facts a non-conformance of the product was not identified. The case is rather related to intra-operative procedure of the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product.

Event description:
It was reported via the FDA medsun report # (B)(4): an adult male underwent the surgical procedure "intramedullary rodding of right femur fracture". During the procedure, a fragment of the drill bit (stryker gamma system k wire) broke off and became imbedded in the patient's bone. The procedure was completed without further complications. The x-ray was subsequently taken confirming the device fragment was retained.